Event description:
It was reported that an infusor had a reservoir rupture during filling. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a ruptured reservoir was not confirmed via photographic evaluation. The root cause could not be determined. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). Baxter received a photo for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.